Event description:
Caller states patient tested 3.5 inr, 5.5 inr, and 3.8 inr on the coaguchek xs system while a comparison lab returned as ">5.0 inr and <8.0 inr". Patient was given konakion 1 mg orally. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).